Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the sensor and as a result, they had experienced symptoms described as ¿feeling hot¿, sweating, and a loss of consciousness. The customer had contact with a healthcare professional who obtained glucose results of 22 mmol/l (396 mg/dl) and 23 mmol/l (414 mg/dl ) on their meter and sensor scans of 27 mmol/l (486 mg/dl) and ¿hi¿ (readings greater than 500 mg/dl) error message were received on the sensor. The customer was administered an unspecified injection for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. The sensor scan of 500 mg/dl in comparison with the healthcare professional meter result of 414 mg/dl was plotted on a parkes error grid, and fell into the 'out of range' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the sensor and as a result, they had experienced symptoms described as ¿feeling hot¿, sweating, and a loss of consciousness. The customer had contact with a healthcare professional who obtained glucose results of 22 mmol/l (396 mg/dl) and 23 mmol/l (414 mg/dl ) on their meter and sensor scans of 27 mmol/l (486 mg/dl) and ¿hi¿ (readings greater than 500 mg/dl) error message were received on the sensor. The customer was administered an unspecified injection for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. The sensor scan of 500 mg/dl in comparison with the healthcare professional meter result of 414 mg/dl was plotted on a parkes error grid, and fell into the 'out of range' zone showing the difference in values to be clinically significant.